Manufacturer narrative:
F/u by a ge rep determined that the sys was operating and the customer requested that the svc call be closed.

Event description:
The customer reported that the sys would not boot up. There is no report of pt injury associated with this event.